Event description:
Additional information received from the consumer indicated that the leads had shifted and weren't helping. The manufacturer representative (rep) tried many times to adjust stimulation but it wasn't helping. The patient was going to speak to their doctor on monday about getting a drug pump.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a lead issue. Migration/dislodgment had occurred. The consumer stated that it had moved/migrated. There was no stimulation on the left side suddenly one week post implant. The implant date was (B)(6) 2016. It was reported that only one of the leads had shifted. The revision was scheduled for (B)(6) 2016. Additional information was received from a consumer on 2016-12-12. The caller mentioned the previously reported event regarding the lead moving and affecting the left side of the back and stimulation. There was no new information reported but the caller asked general questions due to the reported event. The caller reviewed that the patient did not currently have the paddle leads but would like to know if they are compatible with the implantable neurostimulator (ins). Compatibility factors were reviewed during the call. The patient was redirected to their health care professional (hcp). It was asked about the external device compatibility and it was reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.